Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had went to the dentist and when they laid back in the chair, the stimulation was going much higher inside of them. The patient stated that it was so painful that they turned the stimulation off. No further complications were reported. Follow up was conducted.